Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 7 months.  The patient remains ongoing with the device. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient presented to the clinic on (B)(6) 2017 with elevated lactate dehydrogenase (ldh) of approximately 697 u/l. Log file analysis revealed trends consistent with device thrombosis; however, no additional patient symptoms or treatment were reported. Additional information was requested multiple times, but none has been received.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported elevated lactate dehydrogenase could not be conclusively determined. The log file captured four transient elevated pump power values for a brief period of time on (B)(6) 2017 from 15:44-15:45, which correlated with elevated estimated flow values. All observed elevations in pump power were associated with pi events. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The patient remains ongoing on vad support. Multiple requests for additional information regarding the event were issued to the customer; however, no additional information was provided. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.